Event description:
Related manufacturer reference number: 2017865-2022-11182. It was reported that the patient presented in clinic for follow up. Upon review, the pacemaker and right ventricular lead exhibited loss of capture and high capture threshold. No intervention was performed. The patient died from an unrelated cause of death.

Manufacturer narrative:
The reported event of capture anomaly could not be confirmed. Visual inspection did not reveal any anomaly. Telemetry, capture, pacing and high voltage output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal.